Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code and channel a had a loud pitched humming noise. The device was returned to the biomedical department from an unknown floor with the note that stated, "broken." There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code and channel a had a loud pitched humming noise. No additional information was provided.